Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 521 mg/dl. Subsequently, the customer went to the emergency room (ER). At the time of the ER visit bg level was 375 mg/dl with moderate ketones. Customer was treated with intravenous saline and insulin, and was released from the ER 4 hours later with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.